Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure, the first deployment attempt was a fraction too high in depth. The delivery system was pulled back to the descending aorta to re-sheath the valve. It was noted that the valve could not be re-sheathed due to a kink on the valve capsule of the delivery system. The valve could not be deployed either. The valve was approximately 70-80% re-sheathed. The re-sheath wheel reached the end of travel, and the microadjustment wheel was used to pull the valve out of the femoral and back into the descending aorta. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. There were no adverse effects to the patient. The patient status was stable. The physician believed the pigtail may have gotten tangled and interacted with the valve struts and caused the kink in the delivery system.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded inside, was returned to abbott for investigation. All components were confirmed to meet functional specifications when analyzed under non-physiological conditions. The inner shaft was observed to be kinked, consistent with use-related stress. The proximal end of the valve capsule showed accordioning, and the distal end showed bent damage, consistent with use-related stress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 24mm non-abbott balloon. During the procedure, the first deployment attempt was a fraction too high in depth. The delivery system was pulled back to the descending aorta to re-sheath the valve. It was noted that the valve could not be re-sheathed due to a kink on the valve capsule of the delivery system. The valve could not be deployed either. The valve was approximately 70-80% re-sheathed. The re-sheath wheel reached the end of travel, and the microadjustment wheel was used to pull the valve out of the femoral and back into the descending aorta. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. There were no adverse effects to the patient. The patient status was stable. The physician believed the pigtail may have gotten tangled and interacted with the valve struts and caused the kink in the delivery system.